Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. This resulted in the device pacing in unipolar configuration, which caused noise to be sensed on the patient's concomitant subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) recommended replacement of the device. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. This resulted in the device pacing in unipolar configuration, which caused noise to be sensed on the patient's concomitant subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) recommended replacement of the device. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was interrogated with a programmer and found to be operating in safety mode. This device was not able to maintain telemetry connection long enough to obtain a memory download for review. The device case was removed to facilitate inspection and testing of the internal components. The battery was disconnected from the hybrid assembly and detailed testing determined that this device experienced high impedance in the battery. However, a definitive cause of this high impedance behavior has not been determined.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. This resulted in the device pacing in unipolar configuration, which caused noise to be sensed on the patient's concomitant subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) recommended replacement of the device. No adverse patient effects were reported. The device remains in service. Additional information was received which reported that this device was later explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.